Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or "malfunctions". These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Implant card received indicating that the patient underwent a battery replacement due to prophylactic reasons and low impedance. No known surgical intervention has occurred to date with the lead. No other relevant information has been received to date.

Event description:
Additional information received from the physician's assistant reporting that there were no recent vns interrogations with low impedance. The device was checked on (B)(6) 2025 after the replacement and on (B)(6) 2025 prior to the replacement. Further investigation revealed the low impedance was inadvertently reported, there was no device malfunction.